Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error before and after a reservoir change. The customer's blood glucose reading was 383 mg/dl at the time of incident. The customer declined to troubleshoot further. Customer was advised to call back if issues with the pump continue.